Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / malposition of essure device/ the coils have migrated into uterus"), genital haemorrhage ("heavy bleeding/ clots / abnormal bleeding (general)"), pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), ovarian cyst ("ovarian cysts") and neoplasm malignant ("cancer") in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and depression. Previously administered products included for an unreported indication: ambien, omega 3, proboitic, macrobid, oil, fioricet and prenatal vitamin. Concurrent conditions included bloating, lethargy, mood swings and leiomyoma of uterus, unspecified. Concomitant products included naproxen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), fatigue ("fatigue / fatigue"), abdominal pain lower ("cramping"), headache ("headaches / headaches"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), rash ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), neoplasm ("tumor"), teratoma ("teratoma"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain "), weight decreased ("weight loss"), mood swings ("mood swings"), alopecia ("hair loss"), vomiting ("vomitting") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.), surgery (ablation)and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, ovarian cyst, neoplasm malignant, fatigue, abdominal pain lower, headache, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rash, dyspareunia, neoplasm, teratoma, vaginal discharge, weight decreased, mood swings and alopecia outcome was unknown and the genital haemorrhage, migraine, nausea, dysmenorrhoea, vomiting and dizziness had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, rash, teratoma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: insertion:bilateral ostia were placed with 4 coils on right and 3 coild on left. No complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pregnancy test - on (B)(6) 2015: urine hcg negative. On (B)(6) 2015, hysterosalpingogram showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes on (B)(6) 2016, biopsy endometrium revealed, dyssynchronous endometrium with premenstrual, disordered proliferative, and early (days 17·19) secretory endometrium. Benign endocervical tissue. Large amount of hemorrhage. No vidence of glandular atypia, hyperplasia, or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, heavy menses, pelvic pain, menorrhagia, ovarian cyst,the left device extends 1.0 cm into the endometrial cavity (device expulsion) most recent follow-up information incorporated above includes: on 6-jun-2018: reporters information updated,lot number added. Concomitant disease,concomitant drugs, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / malposition of essure device/ the coils have migrated into uterus"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding/ clots / abnormal bleeding (general)"), pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), ovarian cyst ("ovarian cysts") and ovarian neoplasm ("tumor / teratoma / cancer type: ovary") in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and depression. Previously administered products included for an unreported indication: ambien, omega 3, probiotic, macrobid, oil, fioricet and prenatal vitamin. Concurrent conditions included bloating, lethargy, mood swings and uterine leiomyoma. Concomitant products included naproxen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hot flush ("hot flashes"), acne ("major acne breakout"), menopausal symptoms ("menopausal symptoms"), depression ("depression"), urticaria ("hives") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), infection ("infection (other)"), rash ("rashes or skin conditions"), weight decreased ("weight loss"), mood swings ("mood swings"), vomiting ("vomiting"), dizziness ("dizziness"), bladder disorder ("bladder problems") and back pain ("low back pain"). The patient was treated with diphenhydramine hydrochloride (benadryl), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.), surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, oophorectomy), surgery (ablation on (B)(6) 2015.), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy), surgery (ablation), surgery (ablation) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, ovarian cyst, abdominal pain lower, headache, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rash, dyspareunia, vaginal discharge, weight decreased, mood swings, alopecia, hot flush, acne, menopausal symptoms, depression, urticaria, ovarian neoplasm, bladder disorder, urinary tract disorder and back pain outcome was unknown and the genital haemorrhage, fatigue, migraine, nausea, dysmenorrhoea, vomiting and dizziness had resolved. The reporter considered abdominal pain lower, acne, alopecia, back pain, bladder disorder, cystitis, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, infection, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian neoplasm, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: insertion:bilateral ostia were placed with 4 coils on right and 3 coil on left. No complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pregnancy test - on (B)(6) 2015: urine hcg negative. On (B)(6) 2015, hysterosalpingogram showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. On (B)(6) 2016, biopsy endometrium revealed, dyssynchronous endometrium with premenstrual, disordered proliferative, and early (days 17·19) secretory endometrium. Benign endocervical tissue. Large amount of hemorrhage. No evidence of glandular atypia, hyperplasia, or malignancy. On (B)(6) 2015: patient underwent transvaginal ultrasound (tvu). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, heavy menses, pelvic pain, menorrhagia, ovarian cyst,the left device extends 1.0 cm into the endometrial cavity (device expulsion) most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events added: hot flashes, major acne breakout, menopausal symptoms, depression, hives, tumor / teratoma / cancer type: ovary, bladder problems, urinary problems or changes, device breakage, low back pain. Reporter information was added. Event onset date was updated. Event outcome was updated for the event: fatigue. Treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / malposition of essure device/ the coils have migrated into uterus"), genital haemorrhage ("heavy bleeding/ clots / abnormal bleeding (general)"), pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), ovarian cyst ("ovarian cysts"), neoplasm malignant ("cancer") and hormone level abnormal ("hormonal changes") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and depression. Previously administered products included for an unreported indication: ambien, omega 3, proboitic, macrobid, oil, fioricet and prenatal vitamin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), fatigue ("fatigue / fatigue"), abdominal pain lower ("cramping"), headache ("headaches / headaches"), hormone level abnormal, hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), rash ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), neoplasm ("tumor"), teratoma ("teratoma"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain "), weight decreased ("weight loss"), mood swings ("mood swings"), alopecia ("hair loss"), vomiting ("vomitting") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy and essure removal), surgery (ablation), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, ovarian cyst, neoplasm malignant, fatigue, abdominal pain lower, headache, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rash, dyspareunia, neoplasm, teratoma, vaginal discharge, weight decreased, mood swings and alopecia outcome was unknown and the genital haemorrhage, migraine, nausea, dysmenorrhoea, vomiting and dizziness had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, rash, teratoma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6) 2015, hysterosalpingogram showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- hormonal changes, abnormal bleeding vaginal, abnormal bleeding menorrhagia, allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), infection (other), rashes or skin conditions, migraines, migration of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor, teratoma, cancer, vaginal discharge, weight gain, weight loss, ovarian cysts, mood swings, hair loss, vomitting, dizziness and abnormal bleeding (general), malposition of essure device, headaches, pain, fatigue clubbed to previous events. Reporter information, historical condition, historical drug added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / malposition of essure device/ the coils have migrated into uterus"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding/ clots / abnormal bleeding (general)"), pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), ovarian cyst ("ovarian cysts") and ovarian neoplasm ("tumor / teratoma / cancer type: ovary") in an adult female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and depression. Previously administered products included for an unreported indication: ambien, omega 3, proboitic, macrobid, oil, fioricet and prenatal vitamin. Concurrent conditions included bloating, lethargy, mood swings and uterine leiomyoma. Concomitant products included naproxen. In (B)(6) 2015, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hot flush ("hot flashes"), acne ("major acne breakout"), menopausal symptoms ("menopausal symptoms"), depression ("depression"), urticaria ("hives") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), infection ("infection (other)"), rash ("rashes or skin conditions"), weight decreased ("weight loss"), mood swings ("mood swings"), vomiting ("vomitting"), dizziness ("dizziness"), bladder disorder ("bladder problems") and back pain ("low back pain"). The patient was treated with diphenhydramine hydrochloride (benadryl), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.), surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, oopherctomy), surgery (ablation on (B)(6) 2015.), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy), surgery (ablation), surgery (ablation) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, ovarian cyst, abdominal pain lower, headache, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rash, dyspareunia, vaginal discharge, weight decreased, mood swings, alopecia, hot flush, acne, menopausal symptoms, depression, urticaria, ovarian neoplasm, bladder disorder, urinary tract disorder and back pain outcome was unknown and the genital haemorrhage, fatigue, migraine, nausea, dysmenorrhoea, vomiting and dizziness had resolved. The reporter considered abdominal pain lower, acne, alopecia, back pain, bladder disorder, cystitis, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, infection, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian neoplasm, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: insertion:bilateral ostia were placed with 4 coils on right and 3 coild on left. No complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pregnancy test - on (B)(6) 2015: urine hcg negative. On (B)(6) 2015, hysterosalpingogram showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. On (B)(6) 2016, biopsy endometrium revealed, dyssynchronous endometrium with premenstrual, disordered proliferative, and early (days 17·19) secretory endometrium. Benign endocervical tissue. Large amount of hemorrhage. No. Vidence of glandular atypia, hyperplasia, or malignancy. On (B)(6) 2015: patient underwent transvaginal ultrasound (tvu). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, heavy menses, pelvic pain, menorrhagia, ovarian cyst,the left device extends 1.0 cm into the endometrial cavity (device expulsion) lot number 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding/ clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, fatigue, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and on an unknown date the patient reported adverse events including migration of implant (regarded device dislocation) and heavy bleeding/ clots (regarded as genital hemorrhage). The patient was treated with hysterectomy for essure removal on (B)(6) 2016. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. Genital hemorrhage is highly prevalent in women and may have multiple causes. In this particular case, alternative explanation was not available for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding/ clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, fatigue, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaints. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and on an unknown date the patient reported adverse events including migration of implant (regarded device dislocation) and heavy bleeding/ clots (regarded as genital hemorrhage). The patient was treated with hysterectomy for essure removal on (B)(6) 2016. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. Genital hemorrhage is highly prevalent in women and may have multiple causes. In this particular case, alternative explanation was not available for the event. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.